Event description:
It was reported that the patient wanted to meet with a manufacturer representative to have her implantable neurostimulator (ins) reprogrammed. It was stated that the patient had said that ¿it gets fixed or gets out.¿ it was stated that there was a loss of therapeutic effect. It was noted that the ins had helped the patient¿s lower back and leg pain for the first couple of months, but after she increased the stimulation amplitude, she received no relief during the day. It was stated that the only time the patient felt the ins working was when she was lying flat on her back. It was noted that if the patient was ¿really hurting really bad,¿ her only option was to lay down. It was noted that the patient had not falls or traumas.

Event description:
It was reported that the patient had difficulties on the right side when they turned the unit up to control pain on the right side. It was noted that when the patient turned the stimulation up their right leg would go dead/away/numb and when stimulation was turned down they would get the leg back. The patient noted that it was not doing it on the date of report but periodically through the last two or three months their right leg would go dead/go away, the patient could not feel it and the patient could ¿stick a needle in it.¿ the patient noted they had poked the leg with a safety pin but not deep enough to draw blood. The patient reported when they turned the stimulation all the way down to off, waited a ¿couple days¿, turn the stimulation back on and then it happened again. The patient reported when they turned the stimulation down they would ¿get the leg back.¿ it was noted that there was a loss of therapeutic effect. The patient noted that the antenna was right over the battery when charging and most time getting eight boxes but with eight boxes they ¿sometime¿ get the reposition message and suddenly start beeping and the patient had not moved at all. The patient reported that the day prior to report they charged for an hour and a half and the morning of report went to adjust modulation and the battery was all the way to the last quarter. The patient was not sure what was causing ¿that.¿ the patient reported that they had a healthcare professional (hcp) appointment. A communication problem was reported. The patient noted that they had been ¿in and out¿ of the hospital. The call was then disconnected. It was reported the patient had been having coupling issues on and off since implant. It was also noted the stimulator had slipped down and was moveable. It was noted the stimulator started moving two months prior. There were no falls or traumas. It was also note the stimulator ¿wanted to slip down behind muscle/fat and that the patient had to find it and move it closer to the skin.¿ the patient started charging and had 8 bars, but at first they had two coupling boxes. It was also noted it fluctuated up to 4 and down to 2 bars. It was also noted the belt did ¿not stay put.¿ it was noted the patient charged more than expected. The patient was running the stimulator at a higher level which had been causing the patient to charge more frequently. The stimulator was at a higher level because the pain was hard to deal with. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID a01411002, product type recharger; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported the clinical specialist (cs) met with the patient on (B)(6) 2014. All impedances were reportedly within normal levels. The cs was able to successfully reprogram the patient. The patient was reportedly now getting stimulation into her bilateral lower back, legs and hips. The patient stated she was very pleased with the coverage. The use of the programmer was reviewed with the patient. The patient demonstrated changing groups, programs, and checking battery charge levels. The patient was encouraged to call the cs with any future needs.